Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture of textured implant. The device has been explanted.

Event description:
Healthcare professional reported left side rupture of textured implant. The device has been explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of anxiety-product-procedure/rupture was received on (B)(6) 2020 with lot number 1591953. Visual analysis of the returned device identified underweight, opening, wear abrasion, missing, crease fold, dark ring. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp opening on posterior assessed as an unidentified (tear) opening." Additional, changed, and/or corrected data: d.10, h.3, h.6.